Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2016. Patient's mother stated that one day after sensor insertion, the patient began to experience itching and removed it that day. Upon removal of the sensor, the patient's skin was red and raised. On (B)(6) 2016, the patient was taken to a doctor and was recommended the use of flonase, hibiclens, and duoderm. The affected area was treated with flonase. At the time of contact, the patient was okay. Additional event or patient information is not available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.